Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the psu failed an aak test at .62 mm with normal line separation of .71 mm. Electrical failure, failed diagnostic test, directly caused event

Event description:
A medtronic representative reported a navigation system camera that failed the manufacturer's accuracy test. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.